Manufacturer narrative:
H.6. Investigation summary bd received a 20 gauge insyte autoguard unit from lot 9291108 for evaluation. Our quality engineer visually inspected the returned unit and observed an activation failure. The adapter was still attached to the needle protector. Based off the visual inspection the engineer was able to verify the reported defect. This was determined to be a manufacturing defect. The manufacturing facility has been notified of this incident and the findings. A project was opened by the manufacturing facility to correct this issue. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter was attached to the shield during use and could not be removed. The following information was provided by the initial reporter, translated from portuguese to english: "catheter attached to the shield, with no possibility of removal for use."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter was attached to the shield during use and could not be removed. The following information was provided by the initial reporter, translated from portuguese to english: "catheter attached to the shield, with no possibility of removal for use."